Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: n/a, batch: ab2375.

Event description:
It was reported patient lost effective therapy due to low impedances on left l2 drg lead. Investigation was unable to identify which lead attributed to the issue. Surgical intervention may be pending to address the issue.